Event description:
The 40 ml tank had 36 ml medication withdrawn after 2 months of use. Failure of pump, feedthrough or catheter occlusion evident. Two months of increased pain and surgery is the result. Request FDA rep inspect components for class 1 recall. Must provide efficacy for patient. Should all devices removed from patient be stored for FDA inspection to verify recall status? My wife (the patient) is currently undergoing surgery to contreat the malfunction. Respectfully, (B)(6).